Event description:
After deploying the device, the physician was unable to withdraw the device as it was jammed. It was removed after applying a considerable amount of counter-traction. Hemostasis was achieved with manual pressure, and the patient was not harmed.